Event description:
Account reported that the head was not raising up. No injury reported.

Manufacturer narrative:
Bed located in repair area. Head of bed not raising up. Technician replaced the hydraulic manifold to resolve this issue.